Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that a patient, initial hip implanted on an unknown date, underwent a revision procedure on (B)(6) 2023. The gxl insert was replaced with an a455469 140-32-51 cc inlay vitamin e, neutral, ø 32, gr. 1. Reason for the revision was not reported. No further information.

Event description:
It was reported that an approximately 69 yo patient, initial hip implanted on (B)(6) 2019, underwent a revision procedure on (B)(6) 2023, approximately 4 years 7 months post the initial procedure. As part of the manufacturer's recall campaign, the patient went to have the hip prosthesis implanted in 2019 checked. The x-ray control showed a clear decentering of the prosthetic base and unusually large osteolysis in the acetabulum as a sign of premature inlay wear. This was confirmed during an inlay change on (B)(6) 2023 to a vitd-hardened, specially approved inlay (novation xle neutral liner, group 1, 32mm i.d., ref 140-32-51, sn (B)(6)). Taken place as part of the replacement operation. In addition to the inlay exchange, the determination of the solid cup integrity as well as the curettage and sealing of the cysts in the socket using allogeneic cancellous bone and changing the prosthetic head. Diagnosis that led to implantation: primary coxarthrosis m16.1 implanting clinic: bwkrhs westerstede item data of the implantation and replacement, as well as photos of the explants, will be sent upon receipt confirmation of receipt with bfarm case number submitted later. The explants are currently in the laboratory doctor's office in osnabrück (rostocker str. 5-7, 49124 georgsmarienhütte, tel.: (B)(4)) for microbiological examination using sonication. After graduation after the examination (14 days of long-term incubation), these are sent back to us and then - a present one subject to the patient's consent - contact the manufacturer upon request for further material-related information. Investigation provided. Surgical reports/x-rays are also available upon request placed.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h3 - based on the available information, the patient involved meets the following risk criteria specified: implanted with a component having a shelf age of greater than 2 years and a combination of the largest available femoral head and/or thinnest available acetabular liner was used. The most likely underlying cause for the revision reported is a combination of risk factors specified. However, this cannot be confirmed because the components were not returned to exactech for evaluation and no images or pre-revision radiographs were provided. H6 - clinical code, investigation type, findings, conclusion code.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Based on the available information, the patient involved in incident meets the following risk criteria specified: implanted with a component having a shelf age of greater than 2 years and a combination of the largest available femora head and/or thinnest available acetabular liner was used. The most likely underlying cause for the revision reported is a combination of risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed because the components were not returned to exactech for evaluation and no images or pre-revision radiographs were provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.